Event description:
It was reported that the sales representative spoke with md, who informed him about an issue which happened about two weeks ago. During a dsa (intravenous digital subtraction angiography), examination contrast medium was power injected. The sideport tubing jumped off the nipple due to the pressure and blood was spurting out. According to the md the same issue happened three times during the last two weeks. No complaint sample was retained, except the box of the test catheter. At the time of the talk no information was given about pressure used, medication and patient outcome except that the patient did not suffer any harm due to the issue. Sales representative is about to gather more information from the other md's who were not present at the meeting with the chief of the angiology ward.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.